Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2012; 5076-45 implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had intermittent capture resulting in a low effective crt percentage. The lead remains in use. No patient complications have been reported as a result of this event.